Event description:
It was reported that the procedure was cancelled. A rf3000 radiofrequency generator was selected for use. During start up of the generator, all leds stayed black. It was impossible to use the device and the procedure was cancelled. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: device was not serviced on site. The rf generator was sent back to the manufacturer, and produced normal activity during the analysis. No issues were found with the device during the investigation. All testing passed. This device is to be scrapped due to end of life of the product.

Event description:
It was reported that the procedure was cancelled. A rf3000 radiofrequency generator was selected for use. During start up of the generator, all leds stayed black. It was impossible to use the device and the procedure was cancelled. There were no patient complications.